Event description:
It was reported that the vaporizer sub-test failed due to leakage during the system check-out tests. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated on site. The reported issue was reproduced and according to received information, the used vaporizer was faulty. The vaporizer has not been returned for investigation. The received logs confirm the reported leakage issues during system check out but we are unable to determine the cause of these leakages. The logs also indicate a communication error between the vaporizer and the anesthesia system. Our conclusion is that the communication error is not related to the reported leakages. Since no parts have been returned, we are unable to draw any conclusions.

Event description:
(B)(4).